Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broke off inside patient. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that during procedure the tip of the aardvark broke off inside a patient. The broken piece was potentially unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during procedure the tip of the aardvark broke off inside a patient. The broken piece was potentially unable to be retrieved.